Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the date of the reported occlusions is (B)(6) 2011. Pump histories indicate the pump was in use until (B)(6) 2011. There is no data in the black box from the time of the reported occlusions due to continued patient use. Occlusions were observed in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No occlusions were duplicated during testing. The force sensor was tested and was found to be detecting force correctly. An occlusion was induced and the pump alarmed appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the patient awoke with elevated blood glucose levels (248mg/dl), moderate ketones and a stomach ache. The patients mother indicated that occlusion alarms occurred two times during basal delivery the prior evening. This is being reported due to the patient experiencing elevated blood glucose levels with unexpected amounts of ketones.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. (B)(6).